Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and inr above the recommended range may also play a role. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The device remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and inr above the recommended range may also play a role. Gi bleeding are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates, the patient was admitted from a skilled nursing facility (snf) on (B)(6) 2015 for suspected gi bleed due to melena. It was stated that there were no vad alarms on interrogation. Patient was transfused a total of 6 units packed red blood cells. On (B)(6) 2015. Patient underwent an "egd" which showed no signs of bleeding. The patient's hemoglobin stabilized following transfusion and no further diagnostics were performed. No adjustments to the anticoagulation regimen were made. The patient was discharged back to the snf on (B)(6) 2015 and to date has been doing well with no further bleeding issues. The site can't say with 100% certainty that this is vad-related as patients with vads are more prone to avm formation and gi bleeding. No additional information provided.